Event description:
Dr. Placed implant in #14 site. Patient came back two weeks later and it had failed to osseointegrate. Implant was explanted.

Event description:
Dr. Placed implant in #3 after bone grafting. Primary stability. Implant started to be 'rejected' and showed through gingival and loose.